Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the non-sustained tachycardia episode counter did not get cleared on the implantable cardioverter defibrillator, even though the electrograms were cleared. The counter stated that it was cleared on (B)(6) 2021, but it had not been. The cause of this diagnostic anomaly could not be determined. There were no patient consequences.

Manufacturer narrative:
The reported event of the non-sustained vt episode counter not being cleared was confirmed. The provided information was reviewed by abbott engineering and it was determined that the segms were not cleared due to device programming. This is expected behavior that the counter would not be cleared based on the current programming of the device.